Manufacturer narrative:
Device was returned for evaluation. The device was at elective replacement indicator (eri) upon receipt. Visual inspection did not find any anomaly on device. Further analysis performed showed normal device functionality. Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.